Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) evaluated went onsite to evaluate the device. The fsr noted that the flow sensor, body, and diaphram was not on the unit. In order to test the device, the csr installed a new flow sensor, body, and diaphram and ran the unit for over an hour using existing settings and default settings. The fsr was unable to duplicate the problem. The fsr performed user verification tests and operational verification procedures and they passed within specifications. The fsr suspects the problem was an old flow sensor but the device was not in a condition to properly evaluate it since the parts were missing.

Event description:
The customer reported while using the vela ventilator, it alarmed xdcr fault during pre-use check. The customer did not report patient involvement or patient harm.